Event description:
In 2009, pt was in operating room -under anesthesia- in preparation for a right total knee arthroplasty. While under anesthesia, an attempt was made to insert a foley catheter which resulted in bleeding and inability to pass the foley catheter. A urology consult was requested immediately. The urologist removed the existing catheter that was placed and tried to pass a 16 coude catheter without success. Next using a acmi flexible cystourethroscope, a bulbous urethra with posterior false passage and stricture above the false passage was noted. At that point, a wire was passed through the cystoscope and dilator passed over the wire to dilate the stricture. With the wire still inserted, a 16 fr council foley catheter was inserted 10 ml placed in the balloon. The return urine was clear. The pt tolerated the procedure well and without noted complications.